Event description:
It was reported that during a breast biopsy, they received a green cable error code (no code noted). They shut unit down, rebooted and continued the case with no consequence to the patient.